Manufacturer narrative:
The promus element plus,mr,ous 2.75x32mm stent delivery system was returned for analysis. An examination of the crimped stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 12cm distal to the distal manifold. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that stent damage occurred. The patient presented with dizziness and angina pectoris. The 90% stenosed, 2.75x32mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, it was found that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.